Event description:
Over a course of 1.5 years I had aligners sent to me from smile direct club. I made it halfway through the initial 6 months and then the aligners wouldn't stay on my teeth. The club responded after I sent more pictures and 6 months later set me a 3 month course of action. I was able to use the aligners for 6 weeks and then again the aligners wouldn't fit. Again, I had a scan done at the local smile direct shop. After another 4 months I was again sent aligners for 6 months. The very first aligner wouldn't fit and so I went to the local smile shop and they agreed they would never fit. Now, 1.5 years later my teeth are in worse shape than when I started. One of my teeth aches. I will have to see a local orthodontist and pay much more than I would have if I had never seen the advertisements for the smile direct club. They are a scam.